Event description:
A technician discovered that the brakes at the foot end of this stretcher did not operate.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed, which has the potential to cause serious injury. The technician adjusted the casters in order to resolve the problem.